Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold and wear abrasion. A microscopic analysis was performed which identify crease sharp opening in the radius, missing and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a crease sharp opening in radius assessed to a fold flaw opening. A broken striated in the anterior side assessed as surgical damage. Non-penetrating nick(stress marks). Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.